Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer stated they jumped into the sea and forgot about the pump. Customer reports there is fluid under the lcd display the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per their healthcare professional's instructions. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no missing segments/partial display noted. Pump received with moisture damage on electronics and motor assembly, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.